Event description:
Procedure performed: tatme. During the case the scrub nurse noticed the small black rubber just before the l detached (see the picture). This insulating part was detached from its base, however it could be fixed by pushing it toward the shaft with two fingers. This issue didn't affect the evacuation performance or the monopolar features. The surgeon didn't even notice that. The cleaning method was with a wet gauze, no excessive pressure was notice during that procedure, although in the first part of the procedure the hook was cleaned more frequently. Indeed during the mucosa incision the more eschar was noticed than in the mesorectal dissection. Settings of the monopolar, 60 cut. The green sheath has been always put over the l tip to protect during the insertion or extraction from the trocar. Also I noticed the tip was bent and the green sheath couldn't cover the tip till the end, so the nurse pushed it back in place and it worked well. I asked for the sample, but when they went to put in a plastic bag, I saw they put in a decontaminating pool, then it has been washed. Not sure if this affect the engineering test. Patient status: no patient injury. Type of intervention: unknown.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the tip insulation had detached from the shaft. Based on the condition of the returned unit, the reported event was caused by a modification to the tip of the device. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible product enhancements intended to further minimize the potential for this type of event to occur. Recall number: 2027111-12/06/18-001-r.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: tatme. During the case the scrub nurse noticed the small black rubber just before the l detached. This insulating part was detached from its base; however it could be fixed by pushing it toward the shaft with two fingers. This issue didn't affect the evacuation performance or the monopolar features. The surgeon didn't even notice that. The cleaning method was with a wet gauze; no excessive pressure was notice during that procedure, although in the first part of the procedure the hook was cleaned more frequently. Indeed during the mucosa incision the more eschar was noticed than in the mesorectal dissection. Settings of the monopolar, 60 cut. The green sheath has been always put over the l tip to protect during the insertion or extraction from the trocar. Also I noticed the tip was bent and the green sheath couldn't cover the tip till the end, so the nurse pushed it back in place and it worked well. I asked for the sample, but when they went to put in a plastic bag, I saw they put in a decontaminating pool, then it "has been" washed. Not sure if this "affect" the engineering test. Patient status: no patient injury. Type of intervention: unknown.